Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch verio iq meter read inaccurately high compared to other devices. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose 5x daily and his result usually reads ¿120 mg/dl.¿ the patient manages his diabetes with insulin pump therapy. The alleged issue began on (B)(6) 2013 around 10 pm-1015 pm. The patient reported blood glucose results of ¿107 mg/dl¿ with the subject meter and ¿around 70 mg/dl¿ on the other meters, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Prior to testing, the patient claimed he felt a symptom of shaking which he associated with low blood glucose. The patient took 15 grams of sugar as treatment and felt better about 20 minutes later. Prior to experiencing symptoms, the patient reportedly obtained a blood glucose result of ¿107 mg/dl¿ and denied making changes to his usual management routine. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient¿s symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the subject meter did not meet lfs¿ accuracy criteria.